Event description:
The adverse event was received from the ethicon complaint team (B)(4). Qn 200083575. No sample will be returned, and no lot number was reported. It was reported by a sales rep that, during an aortic valve replacement surgery, something like blood clot was found. It was reported that there was something like blood clot after the surgiflo was applied to the aortic incision for aortic valve replacement. It was stated that surgiflo was used after suturing the incision. After that, the patient was monitored with angiography and treated with coronary intervention. The patient is now doing well without any problems. Hemostasis was achieved by rubbing the aortic incision with hands and blood flow was stopped. It is further stated that during surgery, something like blood clot was found so bypass operation was performed. The surgeon is not sure if the surgiflo entered the blood vessels and caused blood clot. Other factors are also probably considered by the surgeon. Follow up questions were sent, and further information was received, and it was stated that no further information will be provided. Surgiflo was used after suturing thus closure of the incision and no further information regarding which type of bleeding surgiflo was used on is available. Despite the incision was closed by suturing it cannot be rule out that surgiflo caused the event: something like a blood clot. It is further stated that "the surgeon is not sure if the surgiflo entered the blood vessels and caused blood clot" and if surgiflo was injected intravascularly the use is considered off label use according the IFU. No further information will be provided, and the evaluation is based on the available information. It is concluded that adverse event is reportable.